Event description:
It was reported that intermittent malfunction alarms occurred. Reportedly, the customer continued using the pump for insulin therapy until the replacement pump arrived. Customer¿s blood glucose (bg) level was 506 mg/dl. The customer addressed their bg with a manual injection.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.